Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: customer called in stating that they have been performing correlation studies to get comfortable with using the meter. Caller was not the tech and was not able to provide any info on the technique that was used. Date: (B)(6) 2012, inratio: 1.0, lab: 2.8. Time between testing: minutes. Technical services provided training and is sending new strips for further trouble shooting.